Event description:
It was reported that the patient presented for routine follow up, the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced successfully. The patient was not symptomatic and condition was stable post procedure.

Manufacturer narrative:
(B)(4).